Manufacturer narrative:
Device passed self test and displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm confirmed in the downloaded history file due to broken pin 6 trace at u1 on the keypad assembly. Device was programmed with a test gst and a test glucose sensor simulator. The pump communicated properly with the sensor and glucose sensor simulator. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device entered auto mode without calibration or enter bg errors. Device was monitored for a day while connected to the test sensor and glucose sensor simulator. No auto mode anomaly or calibration not accepted alert noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had hardware low level failure alarm. The customer¿s blood glucose was 112 mg/dl. Customer was able to complete insulin pump rewind. The customer reported that they were able to successfully clear the alarm. The troubleshooting was performed. There was sensor updating and calibration not accepted alarm. The customer stated that the displacement test was performed and it was passed and self test was performed and it was failed. The insulin pump requires replacement, discontinue use of the insulin pump and to revert to backup plan. The product will be returned for analysis.